Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to try a different wall adapter and charging cable, but these attempts did not resolve the issue. Consequently, technical support arranged for a replacement pump and advised the caller on the necessary steps for transitioning to the new device. The caller was informed about returning the problematic pump to tandem, and a backup therapy plan was discussed to ensure insulin delivery was not interrupted.